Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. There was no moisture damage found on the electronic and motor assemblies.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 13.7 mmol/l at the time of incident. The customer stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.